Event description:
The customer reported there was no audible alarm on the b650 pt monitor. The apnea alarm did not sound and the sound volume of alarm was set to maximum. Sound volume of ECG sync was also set to maximum and was not sounding. Customer performed restart of b650 which corrected the sound issues. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
Health professional: unk at this time.